Event description:
It was reported that an alert was trigged due to high out of range pace impedance measurements on the right ventricular (rv) lead. Detailed in clinic lead evaluation was recommended. No adverse patient effects were reported. The patient was seen at the clinic for a follow up and no further changes were made.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to high out of range pace impedance measurements on the right ventricular (rv) lead. Detailed in clinic lead evaluation as recommended. No adverse patient effects were reported.